Event description:
The device was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up with the clinic reported there were no device allegations, and the patient died of natural causes and was on hospice.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B) (4) inner insulation separation. Proximal segment returned and analyzed.